Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm, possible under delivery or back light anomaly due to motor error alarms. Device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose values were 170 mg/dl, 180 mg/dl, and 200 mg/dl. It was not unusual for the insulin pump to cease delivery of insulin, halfway through the dose entered. Customer was reported that they were able to clear and rewind the insulin pump. Insulin pump was exposed to magnetic field last summer. Drive support cap was normal. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned and reservoir will not be returned for analysis.